Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via medwatch (B)(4)that during surgery, the liver retractor did not straighten out completely upon removal and abraded the left lobe of the liver creating some discharge. Surgical powder and a hemostatic agent were used; the surgeon was able to gain hemostasis. The instrument was tagged and sent to csp and did not find any malfunction. The user facility stated the patient did not suffer ongoing issues and did not require an extended stay.

Manufacturer narrative:
The device subject of the event was returned for evaluation. The evaluation found evidence that the memory wire was bent and there was a sharp edge on the main shaft of the device. The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. Based on the evaluation results, the reported event was likely caused by the sharp edge when the bent device was removed from the patient. The damage observed to the device is indicative of improper handling by user facility personnel, specifically not using the protective sterilizing sleeve for the device during sterilization and storage. The instructions for use states, "when sterilizing or storing device, always use protective sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray. Prior to use, inspect device to ensure proper function, insulation and condition. Do not use devices if they do not satisfactorily perform their intended function or have physical damage." A steris account manager provided in-service training on the proper use and operation of the retractor, specifically to use the protective sterilizing sleeve for the device during sterilization and storage. No additional issues have been reported.